Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The issue improved after the defective battery (lot no.: m99180-p1, date of manufacture: 10/2/2019) was replaced with a known working battery. A service quote for repair was sent to the customer for approval. The repair is still pending.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer did not accept the quote for the battery replacement and canceled the repair. The customer decided to dispose of the device. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6). Reporter phone (B)(6). Institution phone:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1124 "battery failed" alarm error occurred during an operational check of the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There was no reported delay in therapy. Investigation is ongoing.